Manufacturer narrative:
61 - isi received the maryland bipolar forceps involved with this complaint and completed the device evaluation. The reported complaint was confirmed during failure analysis. The instrument was found to have charring and localized melting at the grip base between the grips. This failure is most commonly caused by insulation degradation and carbonized tissue creating a conductive path. The instrument passed the electrical continuity test. The cause of this failure is attributed to the user. Based on the failure analysis results, the damage to the instrument was found to be due to mishandling/misuse and not due to a malfunction of the instrument.

Manufacturer narrative:
The maryland bipolar forceps instrument has not been returned to isi for evaluation. Therefore the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. A review of the instrument log for the fenestrated bipolar forceps instrument a review of the instrument log for the maryland bipolar forceps instrument (pn# 470172-16 / lot# t10191212-0052) associated with this event has been performed. Per logs, the instrument was last used on (B)(6) 2020 on system sk2596 for 1:59:49. The alleged event occurred on the 6h use of the instrument. No image or video clip for the reported event was submitted for review. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. This complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, it was alleged that the maryland bipolar forceps arced, with no evidence or claim of user mishandling or misuse. Although there was no report of patient harm, injury or adverse outcome due to the event, if the failure were to recur, it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the maryland bipolar forceps instrument presented a spark at the proximal end. A backup instrument of the same type was used and the procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: a spark and arcing were observed intraoperatively at the wrist on the distal end when energy was applied during dissection. Damage to the instrument was observed so it was immediately replaced with a backup. No pictures of the instrument are available. No patient injury was reported and the patient has not returned due to post surgical complications.